Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant due to physical damage of the pulse generator header. The device was removed and a new device was implanted successfully. No adverse patient effects were reported.